Manufacturer narrative:
Journal title: aneurysmal degeneration after paclitaxel-eluting balloon angioplasty vascular and endovascular surgery 2021, vol. 55(4) 410-414 doi: 10.1177/1538574420978104. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a case of a patient who underwent a prior vein bypass graft utilizing a paclitaxel-coated balloon subsequently developed a progressive aneurysmal degeneration, threatening the bypass, which ultimately required an urgent exclusion with a covered stent. The patient presented for a scheduled 4 month follow up after a successful redo right distal superficial femoral artery to proximal anterior tibial artery bypass graft for rest pain. During the follow-up graft pulse was not palpable; noninvasive vascular studies revealed patent graft with monophasic flow. Patient was taken for angiography which confirmed a significant stenosis of the proximal bypass just distal to the anastomosis. His lesion underwent pta using a 3x40mm balloon followed by a 5x40mm in.pact admiral drug-coated balloon (dcb) inflated to below nominal for 3 minutes; angiographic result was excellent. On follow-up, graft had palpable pulse and concomitant improvement noted in abi. During a period of 2 years, patient developed recurrent symptoms and hemodynamically significant stenosis at the proximal bypass which required repeated angioplasty with a 5x40mm in.pact admiral dcb at 9 months and 24 months after the redo bypass. Surgical options were discussed but were deemed undesirable. Patient was noted to have a slowly progressive aneurysmal degeneration of the proximal bypass which was monitored closely. At 28 months of post bypass surveillance, the patient developed new rest pain; abi decreased with a monophasic waveform and decreased graft flow suggesting imminent thrombosis. Duplex ultrasound revealed a large aneurysmal degeneration, measuring 3.92-cm 3.56-cm. The patient underwent an urgent intervention the next day for threatened graft and aneurysmal degeneration at the site of previous dcb angioplasty. A non-medtronic stent was placed to exclude the aneurysm. Completion angiography demonstrated in-line flow through graft with patent run-off and exclusion of aneurysm sac. On follow-up, patient remained free of rest pain and non-invasive vascular studies confirmed normal abi, and good flow distally without evidence of hemodynamically significant stenosis. The author suspects that the early and repetitive paclitaxel deliveries gradually weakened the vessel wall, leading to progressive aneurysmal degeneration of the graft, however no histologic examination can be performed to confirm this hypothesis.